Event description:
It was reported via repair work order that the foot end was stuck at an elevated height due to cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.